Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2367 (resume error, critical error found) alarm occurred on the homechoice (hc) device during an unspecified step of peritoneal dialysis (pd) therapy. It is unknown whether the patient was connected at the time of the alarm. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.